Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(health effect ¿ clinical code & health effect ¿ impact codes) it was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen issue - going automatically into standby. It is unknown under which circumstances the event occurred or if a patient was involved. There was no harm to the patient. A getinge field service engineer (fse) evaluated the unit was not able to duplicate the reported failure. Fse cleaned and calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has touchscreen issue and is going automatically into standby. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).